Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that patient faced two infusion set cannula kinked events with burning sensation and pain at site. The events occured within 3 hours of insertion.the insertion site was at the abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1874902 - MDR 3003442380-2024-04423 - device 1 of 2.